Manufacturer narrative:
The company service representative examined the system and found the illumination function of the system to be within company specifications. The company service representative advised the customer to replace the xenon lamp. The system was manufactured on april 24, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor illumination during surgery. The system was switched out to complete the case. There was no patient harm.